Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the handle articulates on its own. The handle was rebooted for numerous times to resolve the issue. There was no patient involvement.